Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: cancer. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent breast implant surgery with mentor medical devices (unk_saline implants, date of implant (B)(6) 2017) has developed ductal carcinoma in situ in the right breast. As a result, the patient underwent the right-side implant explantation with the following elective bilateral mastectomy on (B)(6) 2021. The left breast was found to be intact. The patient underwent replacements as follow: l/cat#: smxp130rh, sn#: (B)(4) r/ cat#: smxp130rh, sn #: (B)(4).